Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 110 mg/dl and 70's mg/dl. No adverse event reported. No product will be returned.